Event description:
It was reported that several episodes of ventricular fibrillation were observed due to noise. The physician was unable to explant the lead, therefore the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 24.0cm was returned for analysis. External insulation abrasion was noted at 13.5-14.0cm and 21.0-21.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and the conductor was fractured at these locations. The inner coil was exposed. This is consistent with the observation from the field of noise.